Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and found error code 42224 on display during power up. The customer's stated problem was verified regarding "system fault error 42224". Inspected the pump and found error code 42224 displayed during power up. Further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. DHR review was preformed and no problems or issues were identified during the DHR review. Service replaced the faulty microprocessor board to correct the reported problem. The root cause of the reported issue was the faulty microprocessor board.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "system fault error 42224". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.